Event description:
The customer stated she was riding the scooter slowly and started to go into her driveway. She approached the driveway at an angle and when the front wheel hit the small ridge where the incline starts the handle bar lurched and was pulled out of her hands. The scooter tipped and she fell off and landed on her shoulder. She suffered bruises and was sore all over but did not go to her doctor for several days. She has recovered but was reluctant to use the scooter. She felt that it lacked the stability of her previous unit. The sales rep has exchanged her economy model for a heavier deluxe model.